Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not logging data despite being in use. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to obtain additional information; however, the customer did not respond.